Event description:
According to the caller the pt had been hospitalized prior to the event. On the second day of hospitalization, a lower than expected result was obtained on the precision qid sensor (375 mmg/dl). A lab comparison was performed a half-hour later with a result of 715 mg/dl. The blood glucose reading obtained on the hospital's meter was performed with venous blood which is against label copy that states "do not use serum or plasma samples. The pt was taken to the intensive care unit because of these readings. No further info is available at this time.